Manufacturer narrative:
The subject device was inspected at olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon could not be duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the unspecified timing, the scope communication error b30 occurred and the image was not displayed. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted, to provide additional information. Omsc reviewed, the manufacturing history (DHR) of the subject device and confirmed, no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. Based upon the information from sorc that water ingress into the video connector of the subject device was confirmed. There was the possibility that the reported phenomenon occurred, because the image processing did not function normally, due to the water ingress into the video connector of the subject device. However, the root cause could not be identified, because the detailed condition of the actual product could not be confirmed. If additional information becomes available, this report will be supplemented.